Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 38x2.50mm synergy¿ drug eluting stent was selected for use to treat the target lesion. Upon unpacking the device, the third portion of the stent was not mounted in the balloon. The procedure was completed with a different device. No patient complications were reported and the patients status was stable. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts on the distal portion of the crimped stent were damaged, distorted and stretched out over the distal markerband and device tip. Based on the analysis and the type of damage evident; it may be possible that the damage occurred during the preparation and handling of the device following removal of the stent protector. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 38x2.50mm synergy drug eluting stent was selected for use to treat the target lesion. Upon unpacking the device, the third portion of the stent was not mounted in the balloon. The procedure was completed with a different device. No patient complications were reported and the patients status was stable. This product is only ous approved but is similar to an approved us device.